Manufacturer narrative:
(B)(4). The pump was not explanted for return to the manufacturer for evaluation. A correlation between the device and the reported left middle cerebral artery (mca) stroke and the subsequent patient outcome could not be conclusively determined. No prior events were reported for this patient throughout approximately 8 months on vad support. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2016. The cause of death was reportedly related to the stroke. The pump was not explanted and an autopsy was not performed. No additional information was available.

Manufacturer narrative:
(B)(4). Approximate age of device - 8 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient was unable to speak. A CT scan showed a left middle cerebral artery (mca) stroke. The patient was not considered a candidate for tpa (tissue plasminogen activator) due the presence of the lvad and the time between the event and clinical intervention. A left-mca embolectomy was attempted, but was unsuccessful due to the patient's complicated vascular anatomy and prior bilateral femoral bypasses. The patient's nih stroke scale (nihss) was 16 with global aphasia, and the inr was 1.9. No atypical pump parameters were observed. The patient's anticoagulation medications were held, and the goal mean arterial pressure was increased to greater than 80mmhg for adequate perfusion. Physical therapy (pt), occupational therapy (ot), and speech-language pathology (slp) were consulted. During the reporting of this event it was also communicated that the patient had experienced a previously unreported ischemic right middle cerebral artery stroke in (B)(6) 2016, in part associated with hypertension. The patient's suffered left hemiparesis due to the stroke. No additional information was provided.